Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The customer's stated problem was verified. The syringe sensor failed testing, this is the reason for the device not loading the cartridge. The root cause of the reported issue was syringe sensor. Actions were taken to mitigate the reported issue: the rear housing will be replaced this includes the syringe sensor.

Event description:
It was reported that when the syringe was placed and the black cap was put on, the pump did not register the syringe had been placed. No patient injury was reported.